Event description:
It was reported that device's paddle plate fell off of the adult paddles assembly. There were no reports of any patient involvement with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided the customer with the part number and ordering information for a replacement adult hard paddle assembly. The broken paddle will not be returned to physio-control for evaluation. The root cause of the reported failure could not conclusively be determined.